Event description:
It was reported that during an a-fib procedure, the customer was getting intermittent noise on the carto 3 system as well as the prucka (ge) system. The intermittent noise occurred on all the channels, including the 12 leads of the body surface ECG and all ic (intracardial) recordings signals. The intermittent noise occurred on both carto 3 and ep recording systems simultaneously. The noise was described to be very bad. It occurred in the middle of the procedure, with seemingly no reason when it occurred. Nevertheless, the case was completed. The noise started occurring much less frequently as the case went on. No patient consequences were reported.

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure the customer was getting intermittent noise on the carto 3 system as well as the prucka (ge) system. The intermittent noise occurred on all the channels, including the 12 leads of the body surface ECG and all ic (intracardial) recordings signals. The intermittent noise occurred occur on both carto 3 and ep recording systems simultaneously. The noise was described to be very bad. It occurred in the middle of the procedure, with seemingly no reason when it occurred. Nevertheless the case was completed. The noise started occurring much less frequently as the case went on. No patient consequences were reported. The customer was contacted by biosense webster field service engineer. The customer was advised to check all cables to ensure they were seated well to prevent the issue in the future. Also, to make sure that the carto 3 system and the stockert generator were grounded. During the call support the signals became clean and the case was continued. No root cause of the failure could be determined. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).